Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to witness transactions despite having access. A technical support specialist (tss) dialed into the system, logged into care fusion admin, stopped the database synchronization and maintenance services, and backed up the database. Tss confirmed that the application was launched and full synchronization was completed. Tss then reviewed the issue on the application server and affected stations, where earlier findings showed that the user fingerprint was not registered. Device and user settings were verified, confirming that biometric authentication was required. The customer was notified to have the user complete fingerprint registration, reported no further issues, and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was not able to log in. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was not able to log in. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.